Manufacturer narrative:
New information added on fields: d8, h3 and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: for the event cycle time increased: user used incompatible water filter, amount of water passing through water filter decreased compared to recommended one. For the event the user used incompatible water filter: the user did not follow the instructions for use carefully and used incompatible water filter. The events can be detected and prevented by following the instructions for use: 8.4 replacing the water filter (maj-824 or maj-2318). Warning: always be sure to attach the olympus-designated water filter (maj-824 or maj-2318). If it is not attached or if other water filter is attached, microorganisms in the water may contaminate the reprocessor piping, and then the reprocessing of endoscopes will be insufficient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoscope reprocessor was having issues with dirty water. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was onsite to inspect the washer. The fse determined that the water line filters and the internal filter were clogged. The customer changed the filters out and after that switch, the washer cycles were completed without error. The customer used third party filters. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.